Event description:
Healthcare professional reported right side "feeling strange" and later added "valvular leak". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening on anterior. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Wear abrasion. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: feeling strange.